Manufacturer narrative:
Device evaluation summary: there were two graphical user interface (gui) printed circuit boards (pcb) returned for failure investigation. The gui pcb (xena I) was visually inspected with no anomalies observed. The part was attached to the failure investigation test ventilator for analysis. The unit was powered up. The gui lower display was distorted, verifying the reported issue. The fault was isolated to the vga controller, reference designator u63. The gui pcb (xena ii) was visually inspected and it was observed that pins on component clk1 were shorted. The unit powered up but no sound was heard from the gui, verifying the reported event. The fault was isolated to the pins shorted on component clk1. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction on the initial medwatch form date should be (B)(4) 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The field service engineer (fse) evaluated the ventilator replaced the gui (graphic user interface) central processing unit (cpu). The fse installed new compatible backlight inverter pcb (printed circuit board)'s. The fse replaced gui (graphic user interface) to bd (breath delivery) cable assembly. During service the ventilator failed est (extended self tests) saas (safety audible alarm system) test. After servicing, the ventilator has passed all testing per manufacturer's specifications and the ventilator has been returned to the customer. If the replaced components are returned for failure investigation, a supplemental medwatch report will be submitted with the findings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840 ventilator failed post (power on self test) and gui (graphic user interface) display was erratic. During service the ventilator failed est (extended self tests) saas (safety audible alarm system) test failed. The ventilator was not in use on a patient at the time of the reported event.